Event description:
The customer reported that on (B)(6) 2011 a suppressed ammonia (amm) result with an "out of instrument range, low" instrument flag was generated from a unicel dxc 600i synchron access clinical system for one patient. The suppressed low amm result was not reported out of the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on the same instrument as well as another instrument, the repeat amm results were higher and regarded as valid. The sample was a serum sample and serum indexes were normal. No sample issues were noted. Instrument amm quality controls results during the timeframe of the event recovered within customer established specifications however, assay instrument calibration results failed with "back to back" imprecision errors. There were no issues with other chemistries or any other system errors. Beckman coulter inc. Customer technical support advised the customer to perform a routine maintenance activity which did not resolve the issue.

Manufacturer narrative:
A service visit was ordered, however the details of the service were not available at the time of this report. The customer was instructed to run amm tests on the other system until service could be provided. A definitive root cause could not be determined with the available information.